Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed in order to determine if supraventricular tachycardia (svt) was the cause of recent ventricular tachycardia (vt) episodes. Although technical services (ts) cannot answer the svt versus vt question directly, they highlighted some abnormalities within the episode that can help with the clinical diagnosis. Ts noted over the course of the episode, a high r-r variability is observed in a frequency range of 130-210 beats per minute (bpm). The ICD system does not see a match with the stored template. After the first two anti-tachycardia pacing (atp) bursts, the increased r-r variability is maintained. However, after the third atp (ramp), there is a short-term reduced heart rate with stable r-r intervals. Post shock shows a reduction in heart rate with less r-r variability. Besides the possibly inappropriate atp and shock therapy, no other adverse patient effects were reported, and this device remains in service.